Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other complaint reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she sees a dark shadow off to the side of her vision and has blurriness only on the sides. Her surgeon told her that her implants were fine and she had not retinal problems. The consumer reported the surgeon told her it might take several weeks for her to adjust to her lenses. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.